Event description:
It was reported that this patient had some difficulty with latitude transmission and was not able to interrogate their device successfully following troubleshooting. The patient was brought into clinic and the device was still unable to be interrogated via programmer. Subsequently, the device was explanted and replaced. No additional adverse events were reported.

Manufacturer narrative:
This device was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. Interrogation of the device noted and review of device memory contained multiple errors and resets. The repeated resets caused an increase in battery drain temporarily decreasing the battery voltage. The behavior of the device pointed to a possible issue with the radio frequency (rf) hardware startup and, as such, the rf wake up periods were tested. Initially, all wake up periods during this testing were considered within the acceptable operation threshold (i.e., the results did not find any captured pulses that had a pulse width of less than 2ms); however, the maximum pulse widths appeared to be decreasing as temperatures were increased. This behavior is consistent with a shortened telemetry wake-up pulse behavior ('radiofrequency/rf wake-up period') associated with the crystal oscillator within the rf circuit.

Event description:
It was reported that this patient had some difficulty with latitude transmission and was not able to interrogate their device successfully following troubleshooting. The patient was brought into clinic and the device was still unable to be interrogated via programmer. Subsequently, the device was explanted and replaced. No additional adverse events were reported.